Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pju136, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral breast augmentation procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle while using an interrupted loop on subcuticular tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/13/2020. Additional h3 investigation summary: six unopened samples of product code j494, lot # pju136 were returned for analysis. The complaint sample was not received. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.